Event description:
It was reported that unknown screw has loosened, since restored in (B)(6) of 2020 with scanned encode custom abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
One (1) unknown biomet screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted and no per form was provided. Bone density type is unknown. The reported device was located on tooth # 14 (universal) and was used for approximately 6 months. The customer did provide three (3) pictures and three (3) x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (unknown biomet screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no". Device not returned.

Event description:
No further event information available at the time of this report.